Event description:
On (B)(6) 2013, the distributer contacted animas and reported a blank display screen. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 04/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/19/2014 with the following findings: the display screen was found to be blank upon startup of the pump. The audible and vibratory alarms were found to be functioning on the pump. The pump was opened and the display screen was found to be cracked. The damaged display screen was replaced with a test screen. The test screen was found to be functioning with no issues. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.